Manufacturer narrative:
H2/h3/h6: the system was serviced a second time and confirmed the findings from the first system service. The emitter was replaced. Previously submitted codes 10, 114 and 4307 are still applicable to the system service. The emitter was returned for analysis. The reported problem could not be duplicated. The side emitter was connected to a test system for an overnight burn-in test. The side emitter functioned normally without failure. Codes 10, 213 and 67 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735521, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the side emitter was not tracking within a reasonable distance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during servicing, a manufacturer representative found that the side emitter was not tracking an instrument within a reasonable distance. The representative was able to grab another system and there was no issue with the emitter. The representative checked the tracking details for more information. It was noted that there was no metal introduced into the field. There was no patient present when this issue was identified.